Manufacturer narrative:
H.6. Investigation: no samples or photos were received from lot 1036293. Without a sample for lot 1036293 the defect of needle through catheter cannot be verified for this lot. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. H3 other text : see h.10.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter experienced the needle piercing through the catheter during introduction. The following information was provided by the initial reporter: IV was being placed on 3 month old and the catheter had shredded before we knew that the batch of IV catheters were shredded at the tips lot number 1036293. That meant that when they attempted to insert the needle, it wouldn¿t pierce the skin easily because it was covered by a thin layer of catheter and then once they did get it to go through it shredded the end of the catheter so they couldn¿t advance easily. The needle was partially piercing the catheter very close to the tip (so rather than coming straight out the center, it was as if the catheter was slightly bent, thus blocking the needle tip. When attempting to start an IV, this provided resistance because the needle was slightly covered. Once the nurses got through the skin, they could see that the catheter itself had been partially shredded from the needle pushing through it and was therefore unable to be advanced. This required each child getting a second poke with a functional angiocath.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-n¿ autoguard¿ shielded IV catheter experienced the needle piercing through the catheter during introduction. The following information was provided by the initial reporter: IV was being placed on 3 month old and the catheter had shredded before we knew that the batch of IV catheters were shredded at the tips lot number 1036293. That meant that when they attempted to insert the needle, it wouldn¿t pierce the skin easily because it was covered by a thin layer of catheter and then once they did get it to go through it shredded the end of the catheter so they couldn¿t advance easily. The needle was partially piercing the catheter very close to the tip (so rather than coming straight out the center, it was as if the catheter was slightly bent, thus blocking the needle tip. When attempting to start an IV, this provided resistance because the needle was slightly covered. Once the nurses got through the skin, they could see that the catheter itself had been partially shredded from the needle pushing through it and was therefore unable to be advanced. This required each child getting a second poke with a functional angiocath.